Event description:
It was reported that the bd nano¿ 2nd gen pen needle broke off. Report 2 of 2. The following was received by the initial reporter: stated that she needs help with nano 2nd gen pen needles. I returned consumer's call, she stated that the needle jammed while doing injection. She also stated that when she removed the needle from the pen she noticed that the needle broke off and was stuck in the rubber barrier of the pen. Consumer does not re-use.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 5th-jan-2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as a broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle broke off. Report 2 of 2. The following was received by the initial reporter: stated that she needs help with nano 2nd gen pen needles. I returned consumer's call, she stated that the needle jammed while doing injection. She also stated that when she removed the needle from the pen she noticed that the needle broke off and was stuck in the rubber barrier of the pen. Consumer does not re-use.